Manufacturer narrative:
Should additional information be received, a follow-up report will be submitted.

Event description:
It was reported that the patient with this device received an inappropriate shock, which then generated a ventricular fibrillation rate. Data was sent for a technical services evaluation. The data review by ts confirmed the inappropriate therapy was due to t-wave oversensing for a rate below the programmed ventricular tachycardia cut off zone. The accelerated rhythm satisfied detection within the programmed vf zone and a second shock was delivered converting the accelerated rate. During data review, boston scientific internal engineers also performed simulation on the stored treated and untreated episodes, confirming that smart pass algorithm, active in these episode, should have been able to prevent observed oversensing in combination with actual charge time extension. During the recent shock episode and at implant time, shock impedance measurement was reported around 160 ohm, suggesting further consideration on possible system review. No reported adverse patient effects and no further information has been received at this time from the physician.